Event description:
It was reported that the patient presented in the clinic. During the procedure, the right atrial lead was explanted and replaced due to high capture threshold and small p waves. No further information was available.